Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an internal controller fault alarm. It appeared to be related to the controller's ability to perform load tests on the backup battery. The controller was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a controller fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (a6221344) and downloaded (a7260808) for review. A review of the log files showed overlapping events spanning approximately 2 days ( (B)(6) 2021 and (B)(6) 2021 per the timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott labs. The log file captured a controller fault alarm due to a backup battery test circuit fault on (B)(6) 2021 at 10:59:37 until the controller was put into sleep mode (captured on (B)(6) 2021 at 12:58:02) after being exchanged. The backup battery test circuit fault activated due to the unloaded backup battery voltage being measured above the acceptable voltage. The alarm occurred after a backup battery load test. When the alarm first activated, the unloaded voltage measured 12.58v, which is above the acceptable voltage of 12.50v. The driveline was disconnected on (B)(6) 2021 at 12:57:23 for system controller exchange. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller was functionally tested and passed all tests. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The reported alarms were unable to be reproduced during testing. A root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller internal fault and backup battery fault alarms. Heartmate iii instructions for use section 2 ¿ "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.